Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5.the identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use": "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were noted during the mfg process.

Event description:
It was reported that after pre run testing passed with the device, the surgeon attempted to use device on pt and received error code 5. The instrument was removed and re-assembled and torqued on again. Pre run testing passed and when the surgeon attempted to use on the pt error 5 occurred again. The same instrument and handpiece were unplugged from the generator and plugged in to a different generator. The case was completed successfully without any pt consequence.